Event description:
It was reported that the patient had an osteoporotic compression fracture at th12. "Alligator sign was observed and confirmed two years ago." The patient underwent bkp due to increasing pain. After the bone cement hardened, intraoperative images showed that the cement migrated anteriorly about 5mm. The patient is asymptomatic and will be followed closely. No revision surgery is under consideration for now. The surgeon commented that it was off-label use. The cement was stored at 23 +/ - 1 degree celsius for 24 hours prior to use. A mixer was used to mix the cement. No additional complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.